Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 28 mg/dl, and the meter bg reading was 37 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. No information was provided on how the low bg was treated. System check with the technical support team did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.